Manufacturer narrative:
Model number / catalog number: sc-2317-50, serial number: (B)(4), batch / lot number: 19599601, model / catalog description: infinion cx lead kit, 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient got shocked when coughing and sneezing. It was noted that majority of the contacts were no longer working and experienced inadequate stimulation. The patient experienced loss of stimulation due to lead migration and high impedance. The patient underwent a leads replacement procedure and was doing well postoperatively.